Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump time was inaccurate. Reportedly, the pump time and date had been changed by the customer. The customer's blood glucose level ranged from 246-260 (mg/dl). At the time of the reported event, the pump time was accurate.